Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: (B)(6) - gps implant kit v2 (B)(6). 320-42-03 - equinoxe reverse 42mm humeral liner +2.5 (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere (B)(6) 315-35-00 - glnd kwire (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-15-05 - eq rev locking screw (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6) 300-30-10 - equinoxe preserve stem 10mm (B)(6). 320-15-08 - sup/post aug plate, r rs glenoid baseplate (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 58 yo male patient, who had a right rtsa, who had recurrent instability, underwent an examination under anesthesia to confirm there was only laxity without dislocation. The component had not failed. Everything was removed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were disposed of by the customer. Device images were provided. No further information.